Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument involved with this complaint. The instrument was also returned with a green stapler 45 reload (part 48445g-03; lot m12161026-0066). It is unknown if the returned stapler 45 reload was involved with the alleged malformed staples found during the da vinci-assisted surgical procedure. The system logs with a procedure date of (B)(6) 2017 do not show evidence that a green stapler 45 reload with lot m12161026-0066 was used during the surgical procedure. Upon further review of the system logs, the stapler 45 instrument had a single clamping failure. The incomplete clamp was 88% and the next clamp attempt was successful. The stapler 45 instrument and green stapler 45 reload were evaluated. The instrument was placed on an in-house system and passed initialization. The instrument clamped and fired as well using a green stapler 45 reload. The stapler 45 instrument fired successfully with all staples observed in a b-shapes formation. The anvil pockets did not exhibit any obvious damage that would contribute to malformed staples. The customer reported failure mode was not replicated with the evaluation of the instrument. No trouble was found with the evaluation of the returned stapler 45 instrument and green stapler 45 reload. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after completion of the da vinci-assisted surgical procedure, an anastomotic leak was found. The surgical staff claimed that malformed staples from a green stapler 45 reload might have caused or contributed to the anastomotic leak. However, at this time, the cause of the operative complication is unknown. The stapler 45 instrument used during the surgical procedure was evaluated and no trouble was found.

Manufacturer narrative:
Isi has not received the green stapler 45 reloads or stapler instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. In addition, the root cause of the reported anastomotic leak is unknown. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after completion of the da vinci-assisted surgical procedure, an anastomotic leak was found. The surgical staff claimed that malformed staples from a green stapler 45 reload might have caused or contributed to the anastomotic leak. However, at this time, the cause of the operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection procedure, the patient experienced an anastomotic leak. Although a stapler 45 instrument was used during the surgical procedure, the site initially claimed that the anastomotic leak was related to the use of an unspecified 3rd-party circular stapler instrument. According to the site, the patient's bowel was divided with the stapler 45 instrument and without any problems. After the anastomosis was completed with the 3rd-party circular stapler, a leak test was performed and no leakage was observed intra-operatively. At an unspecified time later, an anastomotic leak was identified and the patient was reportedly in the intensive care unit (ICU). After further investigation of the intra-operative complication, the site determined that the root cause of the anastomotic leak was unknown. The site alleged that the anastomotic leak might have been caused by malformed staples related to the use of green stapler 45 reloads and a stapler 45 instrument. However, the site did not actually report seeing malformed staples during the actual surgical procedure. No further clinical information was provided.